Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient presented with pv discharge tape and was found to have sub urethral mesh exposure in the right sulci, 9 years after the vaginal hysterectomy. The patient is being considered for removal of tape in near future, but no additional information was provided.